Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes. Device evaluated by MFR: the mdu-5 plus and acq pc were received in good condition with no visible damage observed. Evaluation of the returned devices revealed that the mdu5 plus passed the functional test. However, the acq pc failed the pullback test and the functional test. The most probable cause of the reported failures was attributed to defective pdac pca board on the acq pc. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-05916 and 2134265-2015-06162. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left main trunk (lmt) artery. During percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During the procedure, automatic pullback suddenly stopped at around 60mm when visualizing the target lesion from left anterior descending (lad) artery. After checking the engagement between the sled and connection of the catheter, pullback was performed again; however, the same issue occurred. Furthermore, it was noted that the rotational speed of the imaging catheter decreased suddenly but returned to normal speed after it became almost stopped. This issue occurred a few times. The motordrive unit 5 plus was replaced but failed to resolve the issue however, the procedure was completed when the opticross imaging catheter was exchanged with non bsc imaging catheter. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2015-05916 and 2134265-2015-06162. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left main trunk (lmt) artery. During percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During the procedure, automatic pullback suddenly stopped at around 60mm when visualizing the target lesion from left anterior descending (lad) artery. After checking the engagement between the sled and connection of the catheter, pullback was performed again; however, the same issue occurred. Furthermore, it was noted that the rotational speed of the imaging catheter decreased suddenly but returned to normal speed after it became almost stopped. This issue occurred a few times. The motordrive unit 5 plus was replaced but failed to resolve the issue however, the procedure was completed when the opticross imaging catheter was exchanged with non bsc imaging catheter. No patient complications were reported and the patient&#38112;status is good.